Event description:
It was reported that button#4 sometimes did not respond on the gastrointestinal videoscope. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. In addition to the foreign object clogging the nozzle, other evaluation findings are as follows: the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the adhesive on the bending section cover was cracked with a white clouded area; the adhesive around the light guide lens was peeled; there were dots smudged and connected on the water detection sticker; the paint on the suction cylinder was peeled; the plastic distal end cover was dented; the image had a partially dark area due to a scratch on the objective lens; and there were more scratches on the protector of the universal cord on the suction connector side, the objective lens, and the connecting tube. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning but there were unspecified abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air, but did not wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also did not flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the nozzle appeared to be an organic silicone but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, the foreign material likely remained in the device due to facility deviation in device reprocessing from the IFU recommendation insufficient device reprocessing. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of combined functions with related equipment" as follows. Inspection of entire endoscope 9. Visually check that there are no abnormal protrusions, dents, deformations, or other abnormalities in the air/water supply nozzles at the tip of the endoscope. Inspection of objective lens surface cleaning function water supply inspection cover the hole in the spray button with your finger. Push the button all the way in (two steps) while blocking the hole. Verify that water flows across the endoscopic image. Olympus will continue to monitor field performance for this device.